Manufacturer narrative:
Concomitant: product ID 39565-65, serial# (B)(4), implanted: 2014-(B)(6), product type lead. Product ID 97754, serial# (B)(4), product type recharger. Product ID 97740, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient thought the device needed to be reprogrammed. The manufacturer representative programmed the device for the patient the other day and it was good, then all of a sudden it went crazy on her and they couldn¿t get it back to where it was. The patient was told she should be able to meet with the manufacturer representative the day of the report. The patient couldn¿t even use the device at the time of the report. Information regarding if the patient still had concerns with their device or therapy has been requested. If additional information is received, a follow-up report will be sent.